Event description:
The rep is reporting that during a procedure, the mini quickanchor needle broke off into the pts body. The needle was quickly and easily retrieved. The case was completed without further incident or consequence to the pt.

Manufacturer narrative:
The complaint device has not yet been received by depuy mitek for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 480 devices that were released to distribution. Therefore, we cannot determine what may have caused the user to experience the reported event. One hypothesis is that the surgeon hit the needle against a hard object, such as bone, during use causing the needle to fracture. All the pieces were retrieved from the pt and there were no pt consequences. However if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.